Event description:
It was reported that there was an issue with the pump. There was a confirmed alarm occurring. The pump was placed in a safe state. The low battery reset occurred on (B)(6) 2011. The pump was replaced. The date was not reported. The drug used in the pump at the time of the event was baclofen. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).